Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to key #1 on the keypad not working. Service evaluation verified this and identified that the #1 key was working intermittently. The cause was identified to be a failed keypad which was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device was found to have an intermittently working #1 key on the keypad. No additional information is available.